Manufacturer narrative:
Device identifier was not provided. Based on information provided, it cannot be determined when the foreign body alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Device labeling, available in print and online, states: dressing changes wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressing or non-adherent material underneath the v.a.c.® granufoam¿ dressing to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On (B)(6) 2018, the following information was reported to kci by the nurse: a foreign material alleged to be v.a.c.® dressing was adhering to an undermined area on the patient's abdominal wound. On (B)(6) 2018, the following information was reported to kci by the nurse: the dressing was unable to be removed from the wound and the patient experienced pain during dressing removal attempts. On (B)(6) 2018, the following information was reported to kci by the nurse: the patient underwent sharp debridement for foreign body removal. The patient is doing well. The nurse confirmed the dressing was black in color, however, she was unable to provide the dressing lot number. The v.a.c.® granufoam¿ dressing lot number is not available, therefore a device history review could not be performed.